Event description:
It was reported that post operatively, ventricular oversensing was noted on one beat and on telemetry there was one lost beat. The sensitively on the implantable pulse generator (ipg) was adjusted and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).